Event description:
It was reported that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Clavicle crush was also noted on x-ray. The leads were explanted and replaced. The patient was stable.